Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device is failing operation check testing. There was no reported patient involvement.

Manufacturer narrative:
A therapy pca has been ordered to repair the device. However, the therapy pca is on global hold. The bench has ordered the therapy pca. The device will be returned to the customer once repaired.